Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer took correction injection per doctor. Customer changed set. Pump was functionally tested and performed normally. Could not perform high pressure test customer did not have a clamp.